Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold on the left ventricular (lv) lead. On (B)(6) 2024, the physician elected to cap and replace the lv lead. The patient condition was stable.